Manufacturer narrative:
In our investigation, we were able to show that the particles on the product were not directly connected to the catheter, but only to the surface; by wiping them with a tissue soaked in isopropanol, the foreign particles could be removed. It is unlikely that these particles were overlooked during production or further processing by us, because the catheters are cleaned individually with a tissue soaked in isopropanol during assembly and packaging. Several visual inspections are carried out for lint and particles. We can therefore rule out contamination before shipping. How the abovementioned foreign object got onto the catheter is not clear to us at the time of examination. The examination of the return has been completed with the drafting of this report.

Event description:
The device has now been sent in and has been investigated.

Event description:
It was reported that a foreign particle was visible in a ventricular catheter above the deflector when the packaging was opened. This is part of the article fx431-t. The product was not used. No patient injury has been reported. The sample will be returned to the manufacturer for examination.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.